Manufacturer narrative:
(B)(4). Additional 510k number: k101880.

Event description:
It was reported that when opening the sealed package, the implant (tsvtwb11) was missing from the package. The procedure was completed with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvtwb11) packaging was returned. Visual inspection of the returned product identified an outer box with the outer vial. The tamper evident ring at the bottom of the cap on the outer vial was broken/opened. The inner vial and the implant were missing from the packaging. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) identified information regarding implant packaging under section title sterility, shelf life, and product packaging. The applicable IFU suggests visual inspection of the devices prior to use and not to use sterile devices if the packaging providing the sterile barrier, including the outer cap, vial, tyvek®** lid, or tray has been damaged or compromised in any manner (i.e. Cracked, crushed, torn or peeled away). The complainant reported that the customer opened an implant package and broke the seal, but no implant was in the package. The reported event (missing component) could not be verified, as the exact details of the device condition as received by the customer are unknown since the tamper evident ring at the bottom of the cap on the outer vial was already broken. Based on the investigation, a device malfunction did not occur. A root cause for this complaint could not be determined. The following sections have been updated: date of this report. Manufacturer. Expiration date, UDI: (B)(4). Office contact - manufacturing site. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change no to yes. Device manufacture date. Evaluation codes. Additional narrative.